Event description:
It was reported that the physician performed a sling procedure at the beginning of 2002. The patient has been in partial urinary retention since. The physician cut the tape in the next month. The physician states that the patient has not returned since the tape has been cut, and he therefore assumes that the retention has resolved.